Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was still in pain from the procedure and was taking pain medication which the patient thinks is making them feel sick. The patient was advised to follow-up with their healthcare provider (hcp). A second call with the consumer indicated that the day prior to the call and the day of the call the patient was in more pain and was not able to keep track of voided and cathed volumes. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.